Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), cervicitis ("mild chronic endocervicitis with nabothian cyst formation"), facial paralysis ("bells palsey") and ovarian cyst ("cyst/ left ovarian cyst") in a 33-year-old female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "doesn¿t undergo essure confirmation test". The patient's concurrent conditions included back pain since (B)(6) , automobile accident since (B)(6) and hypertension. Concomitant products included clonazepam, ibuprofen, levofloxacin, meloxicam, metaxalone and mirtazapine. In (B)(6) , the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), insomnia ("insomnia") and urinary tract infection ("uti"). In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) , the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cervicitis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant) and cervical cyst ("nabothian cyst formation"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression"), back pain ("chronic back pain after car accident"), abdominal pain ("abdominal pain") and bladder pain ("bladder pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with unilateral salpingectomy, bilateral oophorectomy). Essure was removed in (B)(6). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, abdominal pain and bladder pain outcome was unknown and the cervicitis, facial paralysis, ovarian cyst, cervical cyst, dysmenorrhoea, dyspareunia, weight increased, insomnia, alopecia, urinary tract infection, depression and back pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder pain, cervical cyst, cervicitis, depression, dysmenorrhoea, dyspareunia, facial paralysis, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 198 lbs. Discrepancy noted in removal date. Previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016 - hysterectomy with unilateral salpingo-oopherectomy & (B)(6) - other (please specify) - cervix removed; left fallopian tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: the left ovary is significant for a large simple cyst which is 7.0 x 6.6 x 5.8 cm. Computerised tomogram abdomen - on (B)(6) 2016: there is minimal gas demonstrated anterior to the removed uterus. Pathology test - on (B)(6) 2016: uterus, hysterectomy: uterus with endometrial autolysis and myometrial hypertrophy. Total uterine weight 79 grams. Left ovarian cyst, resection: ovarian simple serous cyst; resected totally and intact remnants of ovary with cystic follicles, foll1cular cysts and corpus luteum. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Lot number added. New events added from pfs- abnormal bleeding (vaginal, menorrhagia), anxiety, migraines, headaches, cyst/ left ovarian cyst, mild chronic endo cervicitis with nabothian cyst formation, bells palsey, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, depression, insomnia, hair loss and doesn¿t undergo essure confirmation test, abdominal pain, bladder pain, urinary tract infection, back pain. Medical history, concomitant drugs and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), cervicitis ("mild chronic endocervicitis with nabothian cyst formation"), facial paralysis ("bells palsey") and ovarian cyst ("cyst/ left ovarian cyst") in a 33-year-old female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "doesn¿t undergo essure confirmation test". The patient's concurrent conditions included back pain since 2003, automobile accident since 2003 and hypertension. Concomitant products included clonazepam, ibuprofen, levofloxacin, meloxicam, metaxalone and mirtazapine. In 2012, the patient was found to have weight increased ("weight gain"). In july 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), insomnia ("insomnia") and urinary tract infection ("uti"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cervicitis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant) and cervical cyst ("nabothian cyst formation"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression"), back pain ("chronic back pain after car accident"), abdominal pain ("abdominal pain") and bladder pain ("bladder pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed) with unilateral salpingectomy, bilateral oophorectomy). Essure was removed in 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, abdominal pain and bladder pain outcome was unknown and the cervicitis, facial paralysis, ovarian cyst, cervical cyst, dysmenorrhoea, dyspareunia, weight increased, insomnia, alopecia, urinary tract infection, depression and back pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder pain, cervical cyst, cervicitis, depression, dysmenorrhoea, dyspareunia, facial paralysis, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 198 lbs. Discrepancy noted in removal date. Previously reported as: (B)(6) 2016 in current follow up reported as: (B)(6) 2016 - hysterectomy with unilateral salpingo-oopherectomy & 2017 - other (please specify) - cervix removed; left fallopian tube removed diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 14-apr-2016: the left ovary is significant for a large simple cyst which is 7.0 x 6.6 x 5.8 cm. Computerised tomogram abdomen - on 20-apr-2016: there is minimal gas demonstrated anterior to the removed uterus.. Pathology test - on (B)(6) 2016: uterus, hysterectomy: uterus with endometrial autolysis and myometrial hypertrophy total uterine weight 79 grams. Left ovarian cyst, resection: ovarian simple serous cyst; resected totally and intact emnants of ovary with cystic follicles, foll1cular cysts and corpus luteum.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(4) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.